Event description:
It was reported that the patient had their spinal cord stimulator (scs) system explanted on (B)(6) 2014 because they never had therapeutic effect. Impedance testing was done and x-rays were taken. Reprogramming was also attempted. The patient had less than 50% therapy relief and felt stimulation in their chest. The patient presented at the explant surgery with a dead battery. X-rays from the explant revealed one lead at t6 which is thought to be why the patient had less than 50% pain reduction. The patient status was listed as alive with no injury at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body¿s conductor was broken within 10 centimeters of the conductor area. The #3 wire was broken at the opening of the stimulator port and the lead was bent at that location. Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.